Manufacturer narrative:
A beckman coulter field service engineer (fse) identified two defective buffer valves and wash syringe. The fse replaced the buffer valves and the wash syringe to resolve the issue. Section a2, a4 and a5: information is not provided. The internal identifier is (B)(4).

Event description:
The customer reported obtaining elevated sodium (na), potassium (k), chloride (cl) patient results generated on their au5800 clinical chemistry analyzer ise (ion selective electrode) unit. Repeated result of another au5800 analyzer decreased. There was no injury, death, or delay/change in treatment due to this event. The customer did not provide patient demographics.